Manufacturer narrative:
(B)(4) .

Event description:
Patient had experienced a loss or change of therapy. Patient reports her ins (stimulator) from 2009 moved about 3 inches lower on the back yesterday. Patient asked if the heated seat in her car could cause implant to move. Patient reports normally when she normally sits on the toilet really hard because it's in the middle of the night and she was on medication. Patient states she has lost (B)(6) but not recently. Event date was (B)(6) 2015 for ins(stimulator) moved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.